Event description:
A report was received that the patient¿s ipg was unable to charge and was not holding its charge after a non-device related procedures. The patient will undergo an ipg replacement.

Event description:
A report was received that the patient¿s ipg was unable to charge and was not holding its charge after a non-device related procedures. The patient will undergo an ipg replacement.

Manufacturer narrative:
Additional information was received that the patient was no longer experiencing charging difficulties and there will be no further course of action.